Event description:
Pt with advanced parkinson's disease who underwent bilateral subthalamic stimulators implants on 01/13/2000 as part of FDA ide#g980035. Surgery was uncomplicated. On day 4 postoperatively, pt had a sudden cardiorespiratory arrest and expired in hosp. Postmortum revealed a pulmonary embolus as cause of death.